Event description:
The customer reported false nonreactive alinity I anti-hbc ii results generated on the alinity I processing module for a 68-year-old male patient. The customer stated this patient has a positive hbv dna test. The patient has been tested several times and only questioning the anti-hbc ii results. All the samples provided are from the same patient at different time periods. The following data was provided: tested on (B)(6) 2025, sid (B)(6): anti-hbc ii result = 0.33 s/co. Tested on (B)(6) 2026, sid (B)(6): anti-hbc ii result = 0.42 s/co. Tested on (B)(6) 2026, sid (B)(6): anti-hbc ii result = 0.48 s/co. Additional laboratory data provided: tested on (B)(6) 2025: hiv ag/ab = 0.11 s/co, hbsag qua = 0.58 s/co, anti-hcvii = 0.25 s/co. Tested on (B)(6) 2025: anti-hbsdil = 63.17 miu/ml. Hiv ag/ab = 0.16 s/co, hbsag qua = 1.14 s/co, hbsag qua = 1.06 s/co, hbsagquac2 = 0.89 s/co, hbsagquac1 = 0.40 s/co, hbsagqua%n = 88 % neut. Tested on (B)(6) 2026: anti-hbe = 0.09 s/co, anti-hbsdil = 39.94 miu/ml, hbsag qua = 1.25 s/co, hbeag = 0.637 s/co, havab-igg = 4.11 s/co. Tested on (B)(6) 2026: anti- hcvii = 0.20 s/co. Sid (B)(6): hbsag qua = 1.41 s/co, hiv ag/ab = 0.49 s/co, antihbsdil = 34.16 miu/ml. Tested on (B)(6) 2026: hbeag = 0.769 s/co, anti-hbe = 0.08 s/co, anti-hbc m = 0.14 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023.